Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, it was noted that the patients right ventricular lead exhibited increased capture thresholds resulting in increased right ventricular pacing outputs. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable throughout the event.